Manufacturer narrative:
Pump received with scratched lcd window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube.

Event description:
It was reported that the customer had normal blood glucose levels of 84 mg/dl. The customer reported that the insulin pump had a crack on the screen. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.